Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation.  Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the cervical probe was out of alignment, it was displaced outward. The case was continued with another device. No known impact to patient outcome. There was no surgical delay. The inaccuracy amount was approximately 2 millimeters (mm) auto registration was performed, the inaccuracy occurred during navigation, and was seen with only one instrument.

Manufacturer narrative:
H2: additional information was received for the product lot number and UDI and updated in section d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.